Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. This device and electrode were explanted due to possible pocket infection. A small hole was present at the pocket site that had been inadvertently punctured during the implant procedure. The incision site was not healing properly. The patient's white blood count (wbc) was not elevated, however, the physician elected to explant the system. During the extraction procedure there were no visible signs of infection in the pocket area. The physician suspected that the issue was procedural in nature and occurred at the time of the implant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.